Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An internal visual inspection was performed and failed due to the receiver display being white. Receiver charge and boot testing were performed and passed. Functional testing were performed and failed the lcd test. An attempt to navigate through the receiver main menu and sub-menus was performed an failed due to the receiver display being white. An internal visual inspection was performed and failed due to moisture damage on j-2 connector of the circuit board and lcd. Pictures were taken. The log was downloaded for review finding no errors related to the complaint. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.